Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm, approx 39 months ago. Aneurysm and vessel morphology at the time of implant are unk. It was reported that at a routine f/u approx 1 month ago, the CT revealed a fabric-related type iii endoleak in the right iliac limb. At the time of the endoleak, the iliac arteries were non-tortuous and non-calcified. The physician elected to intervene by implanting an 18x18x135 aneurx limb, which successfully resolved the endoleak. In addition, the pt was treated with coils for a type ii endoleak on an unk date. No add'l clinical sequelae were reported, and the pt is fine. An internal review of films show a likely fabric type iii endoleak near the mid-length of the contralateral (right) limb, in an area of the limb that was not angulated. The cause of the endoleak could not be determined. The endoleak resolved after relining the limb.

Manufacturer narrative:
(B)(4). Result - endoleak. Result & conclusion - type ii endoleak.